Event description:
On (B)(6) 2025, the user reported a low blood glucose reading of 65 mg/dl while using the ilet device. The user performed a fingerstick measurement, which corresponded with the continuous glucose monitor reading. The user treated the low blood glucose with fast-acting carbohydrates. The ilet device subsequently corrected insulin delivery as intended. No further device interventions were required.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.